Manufacturer narrative:
The biomedical engineer reported that the ECG waveform will disappear on the central nurse's station (cns) for a bedside monitor (bsm) they are monitoring. They do not see any error messages at on the cns when this happens, but the cns can still see other parameters like the spo2 and nibp. Tech support (ts) spoke to one of the nurses, and they said that on the all beds screen they do not see the ECG numerics or waveforms, but they can find the ECG when they click on the tile and go to 12 lead analysis. They can see the waveforms in there, but they can only print a 2 second strip from it. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor model: bsm-6301a. Sn: (B)(4).

Event description:
The biomedical engineer reported that the ECG waveform will disappear on the central nurse's station (cns) for a bedside monitor (bsm) they are monitoring. They do not see any error messages at on the cns when this happens, but the cns can still see other parameters like the spo2 and nibp. Tech support (ts) spoke to one of the nurses, and they said that on the all beds screen they do not see the ECG numerics or waveforms, but they can find the ECG when they click on the tile and go to 12 lead analysis. They can see the waveforms in there, but they can only print a 2 second strip from it. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer reported that the ECG waveform will disappear on the central nurse's station (cns) for a bedside monitor (bsm) they are monitoring. They do not see any error messages at on the cns when this happens, but the cns can still see other parameters like the spo2 and nibp. Tech support (ts) spoke to one of the nurses, and they said that on the all beds screen they do not see the ECG numerics or waveforms, but they can find the ECG when they click on the tile and go to 12 lead analysis. They can see the waveforms in there, but they can only print a 2 second strip from it. No patient harm was reported. Investigation conclusion: customer reported that they have a bedside monitor that drops ECG waveform on the cns. Customer indicated that when this issue occurs, they are still able to see other parameters such as spo2 and nibp. Customer also indicated that when they click the tile of the bedside monitor, they are still able to see ECG. This suggests that they issue may have been related to the display settings in the all beds screen of the cns. Nk clinical assisted the customer in changing the display settings of the cns. After the settings were changed, the cns was now showing the ECG waveform for the bedside. A review of the tickets for the serial number identified no further complaints regarding this issue, suggesting that changing the display settings resolved the issue. Based on the available information, the most probable cause of the issue is incorrect settings. There is no malfunction of an nk device. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor. Model: bsm-6301a. Sn: (B)(6).

Event description:
The biomedical engineer reported that the ECG waveform will disappear on the central nurse's station (cns) for a bedside monitor (bsm) they are monitoring. They do not see any error messages at on the cns when this happens, but the cns can still see other parameters like the spo2 and nibp. Tech support (ts) spoke to one of the nurses, and they said that on the all beds screen they do not see the ECG numerics or waveforms, but they can find the ECG when they click on the tile and go to 12 lead analysis. They can see the waveforms in there, but they can only print a 2 second strip from it. No patient harm was reported.